Manufacturer narrative:
Additional information: based on the received information from the field, bone growth over the reference electrode seems to be the cause for the observed issues. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user has poor sound perception with the device. External parts have been checked without improvement. No reports of accident or trauma. Re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has poor sound perception with the device. External parts have been checked without improvement. No reports of accident or trauma. Re-implantation is considered.